Manufacturer narrative:
Service was dispatched to inspect the device and to replace the cpu assembly. A copy of the service report is sent to the complaint handling unit, per standard procedure. Manufacturers note: this report is being filed past the 30 reporting time-line. Initial determination was this event was not reportable. However, following a comprehensive review of all product inquiry/complaint info, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
User reported that there is uncommanded movement from the right side of the device. Further info provided by the service engineer noted that there was a broken wheel spoke on the right wheel customer had assembled the wheel/spider on the left side of the device incorrectly. Although no injury was reported as a result of this event, if this event were to recur and result in a fall, there is a potential to cause serious injury to the user.